Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the production documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the occurrence as no device- but procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The physician intended to treat a lesion in the proximal lad with a des and a post-dilation balloon during which a coronary artery perforation type iii occurred. To stop the bleeding, both balloon dilation and protamine injection were performed. Thereafter, the affected pk papyrus 4.0/15 was implanted but the sealing was incomplete requiring an additional covered stent. Therefore, a pk papyrus us 3.5/15 was implanted and sealed the perforation successfully. The patient was transferred to ICU. Several hours later, a pericardial hematoma occurred causing pericardial tamponade requiring surgical evacuation. The patient underwent resuscitation but eventually passed away. After additional correspondence with the local staff, it was clarified that the patient received a temporary pacemaker placement overnight due to alternating conduction abnormalities with predominantly junctional rhythm. The ecgs were reviewed with evidence of alternating conduction abnormalities, possible junctional bigeminy, sinus tachycardia with 2:1 block and junctional escape, and junctional rhythms hr in the 70s-80s. In addition, the patient was on multiple pressors and maps continued to be borderline. The case was discussed with an ep fellow who recommended temporary pacemaker placement overnight. Upon arrival, it was noted that the patient hemodynamically decompensated with concerns for mediastinal bleed, and the chest was opened at the bedside. The patient subsequently arrested and was pronounced by the overnight CT surgeon. The treating physician rated the occurrence as no device- but procedure-related complication.